Manufacturer narrative:
D6a: implanted (B)(6) 2002 - specific date unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced a failed hemiarthroplasty. As a result, approximately 15 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the device related to this event was a non-exactech device. As a result, no exactech devices are considered reportable by exactech and this report may be disregarded.